Manufacturer narrative:
D6b: updated the explant date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Optical sensor issue: clinical details report psnr alarms on 19/oct and 26/oct. Data logs were reviewed and the alarms were confirmed. There were a total of 3 psnr triggers during the case. At all three instances, contrast oscillated between +/- 3200 and snr dropped to zero. In all three cases, the alarm resolved and the ps calculation returned. This is a known console issue. Product was not returned for investigation. Based on the pattern noted in data log review, there was no problem found with the pump. Epistaxis/hemoptysis: clinical details report that the patient had bleeding from the nose and was coughing up blood on 8/oct. The cause of the injury was not determined due to insufficient clinical details. The pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 coughed up blood and was bleeding from the nose. The issue was resolved with systemic anticoagulation and transfusion of one unit of packed red blood cells. Additionally, the impella generated a placement signal not reliable alarm. Impella support continues.